Event description:
During servicing of monitor sn (B)(4), which was returned for an unrelated issue, the monitor intermittently failed the pulse test.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor was able to detect and delivered low energy biphasic pulses during the pulse test. The low energy biphasic pulses were acceptable per (B)(4). Based on this criteria, the initial reportability determination was not reportable, however, during testing the monitor also failed the pulse test with a monophasic pulse of 104j. Due to this, the reportability determination was changed to reportable. Upon investigation, capacitor c39, a 8200 pf capacitor, on the high voltage defib board was cracked resulting in dc voltage from the pulse generation circuitry to enter the detection circuitry. The stray voltage also caused damage to component u20 on the ca board, which caused the 5.4v power supply to draw down. The cause for the pulse test failure was the cracked capacitor c39. The root cause for the cracked capacitor cannot be positively identified. No adverse event resulted from the cracked capacitor.